Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation (B)(4) the reference samples were tested and found within specifications. The reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 6004920 was verified and it was found within specifications. Trending: a query was run in database on 18-mar-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6004920 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported by the mother that catheter was kinked in 4-6 hours of use which led to hyperglycemia. Blood glucose was 400 mg/dl. Infusion set was placed in thigh. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.